Event description:
It was reported that patient¿s magnet was swiped causing them to be collapsed and was having shallowing. They sent the patient to the hospital where he was doing better, and all testing was normal. Mother is wondering if his event is related to vns. No additional relevant information has been received to date.

Manufacturer narrative:
B5. - correction - inadvertently did not include breathing in the initial MDR submitted.

Event description:
It was reported that patient¿s magnet was swiped causing them to be collapsed and was having shallow breathing. No additional relevant information has been received to date.